Manufacturer narrative:
(B)(4). Results of investigation: a carefusion field service representative (fsr) evaluated the device onsite. The fsr found that the driver displacement indicator (ddi) board needed calibration. The fsr completed the ddi calibration and the 7 year preventative maintenance. The unit meets factory specifications. The device did not pass manufacturer's recommended pre-use testing but the customer used the device on the patient anyway. The device operated on the patient and was weaned off normally without any indication that the out of calibration issue was affecting ventilation, but due to the device not meeting calibration specifications, it is unknown what the delivered pressured were to the patient. The customer choice to use the device while not passed pre-use testing is considered an unapproved use and use error.

Event description:
The customer reported that the unit did not pass the performance check, but it was still placed into use on a patient. The delta p was too low during performance check and the user had to increase the power setting above 9. The customer reported that they used the device on the patient and weaned them off of it with no patient harm or injury.